Event description:
Product analysis was completed on the explanted generator. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received that the patient had their generator replaced on (B)(6) 2012. It has been returned and is pending analysis completion. No anomalies were reported to have been seen in the or. No lead break noted. The patient's seizures were reported to be related to lowering the patient's therapy for comfort in relation to pain they were having with stimulation. They were not a change in seizure type and were below their prevns rate. The patient had an improvement of his behaviour with vns and with a decrease in settings his behaviour his behaviour was worse.

Manufacturer narrative:
.

Event description:
Clinic notes were received for review reporting that a vns patient was having increasing difficulties with his seizures, still having a lot of difficulty with pain at the vns site. The pain is still present since a car accident that occurred on (B)(6) 2011. No adjustments are being made because of the increase in seizures. Their vns was interrogated and it is working 1.0/20/130/30/5, diagnostic testing showed a dcdc convertor of 3 in normal mode. Dc convertor was 0 on unknown testing. The patient is also experiencing behavioral changes. The patient is being sent for a battery replacement in the end of (B)(6). It is unknown the relationship of their seizures to their vns and if over their prevns seizure rate. Good faith attempts have been made and no further information has been attained.